Event description:
Customer reported missed antibodies on the galileo instrument. Two samples from different pts had anti-jka and anti-e, respectively, which were not detected by the galileo.

Manufacturer narrative:
Only the customer sample reported to have anti-jka was sent for investigation. The presence of the e and jka antigens were confirmed on capture-r ready-ID, lot id073. Testing was performed with the customer's sample using retention capture-r reasy-ID, lot id073 and capture-r indicator red cells, lot 221897; the sample was nonreactive with all cells tested. In-house donor samples and the customer's submitted sample were tested on an in-house galileo. The in-house donor samples were nonreactive, as expected. The customer's sample was reactive. Hemagglutination tube testing was performed with customer's sample using retention panoscreen, lot 23248. The sample exhibited 1+ macroscopic reactivity with jk (a+b-) cells, weak macroscopic reactivity with jk (a+b+) cells and was nonreactive with jk (a-) cells. The galileo operators manual states, "the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology." The customer's complaint appear to be related to the nature of the specimen used for testing. Although a transfusion of incompatible blood did not occur, the potential for transfusion of incompatible blood exists.